Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) verified that the instrument hardware was operating within instrument specifications by performing a passing system check and high sensitivity system check. Instrument alignments and ultrasonics were also verified to be within instrument specifications. The fse reported the customer operating the instrument at the time of the event was not fully trained on instrument operation and the operator was not processing samples per sample device manufacturer specifications. Sample tubes were not being inverted after the samples were drawn. Additionally, serum separator tubes were used to process plasma samples. Although sample handling was addressed by the fse at the time of service, it was not confirmed if the patient sample that produced the questioned result was processed incorrectly. Additionally the failure could not be confirmed as the fse found the instrument to be operating within specification. A definitive root cause has not been determined to date for this event.

Event description:
The customer reported that on (B)(6) 2011 a higher than expected estradiol result was generated from an access 2 immunoassay system for one patient. Subsequent testing of the same sample on the same instrument produced a lower estradiol repeat result that was not within the assay's labeled precision claims. Both the initial and the repeat estradiol results were reported outside of the laboratory and while there has been no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management. The sample was centrifuged prior to testing. There were not visual irregularities noted with the sample. The sample was stored frozen until repeat testing had occurred. No patient specific information was provided by the customer. The instrument's estradiol quality control results were recovering within the customer's established limits during the timeframe of the event and the system check performed prior to the event met specifications.